Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted if additional info is obtained. (B) (4)

Event description:
The hosp reported that during a coronary artery bypass procedure, after the surgeon deployed the heartstring iii proximal seal into the aorta, they found that the seal allowed for excessive blood leakage compared to what they normally experience. Seal was removed and another kit was opened to complete the procedure. The date of occurrence is unk. The hosp did not report any pt effects. The product was discarded.